Event description:
Reporter indicated that a dell handheld computer froze during an interrogation. Soft and hard resets were unable to resolve the issue. Good faith attempts for product return have been unsuccessful to date.